Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: twelve (12) unknown intact screws were received with the broken plates. Although no allegations of product failure were made against the screws, the devices cannot be disassociated from the reported event. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject devices are expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent hardware removal of hardware on (B)(6) 2015 due to plate breakage; two plates were reported as broken in the same location of the plate post-operatively. The initial implant date was (B)(6) 2015 and was performed during an orthognastic procedure of the mandible. The fracture had healed and no devices were re-implanted. All broken fragments and pieces were removed successfully during hardware removal. There was no surgical delay reported. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(4) lot unknown. An investigation summary was performed. The investigation of the complaint articles has shown that: a removal of hardware was completed on 13oct15 due to plate breakage; two plates were reported as broken in the same location of the plate, post-operatively. The initial implant date was 15apr15. Original procedure was for orthognathic procedure for mandible. Fracture healed and no devices were re-implanted. All broken fragments and pieces were removed successfully during hardware removal. No surgical delay was reported. The complaint condition for the two 447.038 2.0mm titanium curved sagittal split plates with unknown lot numbers was likely caused by excessive contouring prior to implantation; however, this complaint is not a result of any design related deficiency. No product issue was identified in the complaint or noted upon examination of the twelve returned unknown screws with unknown lot numbers. The twelve returned unknown screws were received in fair condition consistent with insertion, 6 months of implantation and removal. No product issue was identified in the complaint description or noted upon examination. Therefore, a review of the risk assessment is not applicable for the screws. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.